Event description:
The complainant reported a 51-year-old male patient with cardio myopathy was implanted with an impella rp for mechanical circulatory support. The complainant reported the rp had low pump flow and did not provide information about how the issue was resolved. No patient harm has been reported, and the patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The investigation identified additional failures not reported by the user. Temporary pump stop and optical issues were added to the findings in the investigation.

Manufacturer narrative:
B.5 additional information was added to reflect new findings from the investigation. H.6 added medical device problem codes to reflect new information from the investigation. The investigation has been completed. Data logs show that 88 hours into support, there was a sudden spike in motor current (mc) with a pump stop alarm. The pump was able to be restarted. At the same time, spikes to 300 mmhg, signal-to-noise ratio (snr) dropped to 0, lamp maxes at 100, contrast decreases, and gain increases, and there was a peak signal-to-noise ratio (psnr) (op) alarm. The optical sensor never recovered. Several days later, there was a few ingestion signatures (mc spike, speed deviation, upwards placement signal shift) with drops in flows while at p-6. The pump passed the laser continuity test. Psnr was reproduced when connected to the lab console. Numerous small amounts of biomaterial deposits were observed to be circulating in the bottle when the pump was run in the lab, the borescope view of the impeller looked clean. Field imaging confirmed biomaterial on the pump which was flicked off during explant. On the returned 5s parameters, the lamp was high, contrast was low, snr was very low, light was acceptable, and the cavity length was maxed out. The temporary pump stop was not reproduced when running in the lab. The low pump flow was not reproduced. The optical sensor was unable to hold pressure in the uson and was reading -3276 mmhg. Imaging the optical sensor showed sensor damage. The root cause of the low pump flow issue was most likely biomaterial. Heparin had been withheld prior due to a colonoscopy. The root cause of the temporary pump stop issue was not determined since the pump stop was not reproduced in the lab during testing. The root cause of the optical signal issue was most likely a damaged sensor but the exact cause of the damage was not determined. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.4 revised model number from manufacturer report number 1220648-2024-11247 in accordance with updated procedures. D.6b revised from manufacturer report number 1220648-2024-11247 in accordance with updated procedures. D.9 revised as this information was inadvertently omitted from manufacturer report number 1220648-2024-11247. E.1 facility name and address line 2 was previously entered incorrect on manufacturer report number 1220648-2024-11247 and were revised. F.6 and f.8 dates were reported on manufacturer report number 1220648-2024-11247 and should not have been. G.1 revised manufacturing site name and address section as previously entered incorrectly on manufacturer report number 1220648-2024-11247. H.3 device not returned to manufacturer for evaluation should of have been selected as the device was returned at the time of the report being submitted. If the device was not evaluated selection on the previous report should of been device evaluation anticipated, but not yet begun.